Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reason. This ra lead was replaced with the different model. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental correction report was created to capture the additional information received which indicates that there were no issues on the lead as this lead was explanted electively. This observation no longer meets the definition of malfunction as it was confirmed that the lead was operating normally. Amending MDR decision to MDR=no report.

Event description:
It was reported that this right atrial (ra) lead was surgically explanted due to unknown reason. This ra lead was replaced. No additional adverse patient effects were reported.